Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The site reported that the patient died of cardiopulmonary arrest (B)(6) 2016. Per site report the patient death was not related to the superdimension device or the enb procedure. If additional information is received a follow-up report will be submitted.